Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
It was reported during the case doing an og mini nail for subtabar fusion, the trandversetlar screw went in completely finem the calcaneal drill went in completely fine, but the calcaneal screw wouldn't advance through the nail. Two screws and neither would go through. This caused a 1.5-hour delay in the surgery.